Manufacturer narrative:
During follow up with the customer it was confirmed that when starting to lift the patient up from the shower trolley (not with full patient weight) the sling hook safety latch sprang off. It was additionally clarified that the patient was not left dangling in the air and there was no injury. Upon inspection, the baxter technician found no faults with the lift. It is concluded the incident was caused by use error. The staff at the facility replaced the sling hook safety latch. The function of the latches on the universal slingbar is to prevent the sling harnesses from migrating out of the sling bar hook when the harness is slacked, for example, when no patient is being lifted in the sling. These latches make it easier for the caregiver to attach the sling loops to the sling bar hooks, preventing the sling loops from moving out of the hooks during preparation and before the patient is lifted. When used as intended, the latches are not subjected to forces and will not disconnect from the sling bar. When the sling loop is not properly resting in the hook, or is partially attached around the latch, the latches for the may detach early in the lifting process when subjected to minimal force. This design prevents a patient from being lifted to a height which could be potentially hazardous while the sling harness is improperly attached. In the instruction for use for universal sling bars (7en160185), the safety instruction section states: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all sling bar hooks on the sling bar during the lift! Incorrect attachment of sling-to-sling bar may cause severe injury to the patient. The technician gave staff and janitor training on the hoist use and safety features. Although there was no injury reported and no device malfunction found, if the incident were to recur during a patient transfer, it could lead to serious injury or death.

Event description:
A other health care professional contacted technical service to report that the likorall 200 hoist was used in a disabled toilet on site, student was being assisted using the toilet, student suspended in the sling, but then the safety catch detached during the movement. This occurred during patient use. It was reported that there was a patient/user injury or medical intervention with this event. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.